Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
(B) (6) it was reported that post a coronary artery drug eluting stenting treatment procedure, the patient experienced angina pectoris. Details of the lesion are unknown. During the index procedure, it was noted that the physician implanted an unknown taxus stent in the lesion. In (B) (6) 2009, the patient experienced vasospastic angina pectoris. In (B) (6) 2010, the patient was hospitalized and treated with medication. The event was considered resolved and the patient scheduled for follow-up. The patient outcome was "improved" and was discharged 2 days later on aspirin and clopidogrel. Patient status was noted as "good."